Event description:
In a hand-assisted sigmoid procedure, upon completion of the firing sequence it was noted that the plcr60b reload, (fired via an i60 stapler) deployed unformed staples and failed to transect the tissue. At this point, the i60 could not be opened or closed. The procedure was completed by use of another device without harm to the patient.

Manufacturer narrative:
The returned i60 stapler was functionally tested. Testing showed that under battery power, the device would not open, confirming the reported complaint. Further investigation showed that the root cause was a software issue. The issue has since been corrected via a software update. The concomitant device (plcr60b reload) was also tested and found to be within specifications. Evaluation summary: retention posts and tissue bumps are not damaged. All staples were fired; there are no abnormalities on reload that could contribute to the icr.